Event description:
It was reported that the patient health care provider (hcp) tried to tighten the device screw and he heard a clicking but it was not tightening. The hcp tired again to reverse and retighten but it still did not tighten on the lead. The hcp then reportedly 'pulled the lead out' and got another device. The second device reportedly worked fine. It was noted that the patient was doing fine.

Manufacturer narrative:
Product ID 3093-33, lot# va0364u, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the set screw was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.